Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized with a low blood glucose level last week and hospitalized with a high blood glucose level on (B)(6) 2016. The customer's high blood glucose level symptom was throwing up. Her blood glucose level was 800 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.